Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted in and logged in for the user. Further the tss informed customer to restart all in one (aio) and customer acknowledged. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device became stuck on the initial windows startup screen. The condition prevented the customer from logging into the system. There were no delay or adverse events or injuries reported based on this event.